Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer's husband called emergency medical services due to bent cannula and not getting proper amount of insulin. Customer will be released once blood glucose is stable and labs come back normal. Customer did not have pump with them and they will call back once device is in hand.